Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced issues with infusion sets on (B)(6) 2025. The infusion set tubing was leaking at the site and was used for two days. The patient replaced infusion set and resumed insulin deliveries successfully.